Event description:
At 9:00pm the pt used the suspect device to check their blood glucose. The result was 303mg/dl. Pt injected 10 units of insulin based upon the result. At 11:30pm pt was getting stiff and started to shake. 911 was called the emergency medical technician's came and tested their blood glucose on an unknown meter. The emergency medical technician test result is also unknown. Pt was given an IV by the paramedics and transported to the ER. The ER administered a second IV and tested their blood glucose at 107mg/dl on their meter.